Event description:
It was reported a depth gauge dirty with blood, was sent for the hospital for preparation to surgery. The dirty item was found during the cleaning and sterilization phase of the set, before the procedure. The item has been cleaned, washed and sterilized. No patient was harmed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 319.100, depth gauge f/scr ø4.5 - 6.5 meas-range was dirty. The observed condition is likely caused due to cleaning/sterilization. The photo investigation revealed that 319.100, depth gauge f/scr ø4.5 - 6.5 meas-range was deformed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the depth gauge f/scr ø4.5 - 6.5 meas-range would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.